Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had an unexpected myopic outcome after implantation of a zxr00 intraocular lens (iol) in patient's left eye. The doctor is looking to correct a refractive miss. Corrected refraction was reported as -1.50 +.25 @ 170. Reportedly, the doctor must do a lens exchange. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received confirming that the zxr00 was explanted on (B)(6) 2016 as the incorrect lens power was used. It was also confirmed that there was no patient post-op injury for this event. Furthermore, the lens will not be available for return. All pertinent information available to abbott medical optics has been submitted.